Event description:
It was reported that the catheter had "fallen" from its original location and was near the insertion site. This was noted by x-ray. The date of the x-ray was not reported. The patient experienced progressive worsening of pain. The distal end of the catheter was replaced. The patient recovered without sequela. The pump was used to deliver clonidine, compounded baclofen, bupivicaine and fentanyl.